Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulation for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got up twice during the night to use the bathroom. It was noted the patient got the device for bladder control. The programmer showed that stim was on and the patient increased stimulation on p4 from 3.1 to 3.5v where they felt stimulation comfortably. During the call the patient accidently changed from program 4 to 2 and said they felt stimulation more intensely and it was throbbing a little bit but was comfortable but that stimulation felt different on program 2. The patient was feeling stimulation in the correct location. The patient asked if the increase in stimulation would help reduce their frequency, it was reviewed that the adjustment may help with symptoms and for the patient to follow up with their healthcare provider if symptoms don't improve. The patient stated the return of symptoms was sudden and it woke them up. No further complications were reported.